Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd solomed¿ syringe with needle, there was an issue with leakage behind the stopper with the application of more viscous/oily products.

Manufacturer narrative:
Investigation summary: no samples / photos were sent by the customer. Device history record review, maintenance records and quality notification records were analyzed and no deviation was found for this batch. The manufacturing process are validated with defined acceptance criteria. Investigation conclusion: from these information¿s it is not possible confirm the complaint. Root cause description: it was not possible to perform an investigation and determine the root cause for the incident. Rationale: the incident identified by this complaint will be monitored to tendency analysis.

Event description:
It was reported with the use of the bd solomed¿ syringe with needle, there was an issue with leakage behind the stopper with the application of more viscous/oily products.